Event description:
It was reported that the lead was capped 73 months after the implantation due to oversensing leading to inappropriate therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 16, 2022 and may 13, 2023 recorded the slowly decreasing pacing impedance from initially 750 ohms to 600 ohms until march 2023, a subsequent varying impedance between 500 ohms and 900 ohms and a decrease to 250 at the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the farfield channel and the rv channel, which led to oversensing as well as ICD charging cycles and inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.